Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). A partial lead was returned in segments and analysis found that the defibrillator conductor fractured. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. Visual analysis noted that the lead was implanted with a bend at the fracture location.

Event description:
It was reported that the lead had increasing impedance. It was noted that the patient alert was triggered for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.